Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that their one touch ultra 2 meter would not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6) 2014. The patient does not currently take any medication for their diabetes. The patient reported consuming some food and/or drink after the product issue began. The patient reported developing symptoms of ¿shaky and low blood sugar¿ around 3 hours later. The patient reported self-treating these symptoms with more food and/or drink. The patient denied testing on any other device at this time. At the time of troubleshooting the csr verified that there was no misuse of the product, the correct test strips were being used and the battery did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged product issue began.